Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubbery foreign material clogged in the nozzle - however, the material was unable to be further specified. Moreover, no deformation/breakage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that plastic distal end cover was dented , scratched and deformed, light guide lens was chipped, cracked, stained and deformed. Bending section glue was cracked deteriorated and separated on the thread wound section. Water removal ability does not meet the standard value due to clogging of the nozzle with foreign material. Defects found of the universal cord/distal end/ connector/control section/related parts, distal end defects (including lens and cover) was found. Water removing ability did not meet the standards. Crack/chipping/deformation/scratch of the distal end and irregularities in appearance of the adhesive on the bending section, crack of adhesive on bending section rubber were found. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the loaner evis exera iii colonovideoscope had a clogged air/water channel found at the receipt inspection. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.